Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer states their blood glucose level was high of 380 mg/dl, manually treated and then treated with the insulin pump and customer had a low blood glucose level 50 mg/dl. Customer states they were getting a low reservoir alert. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.